Event description:
It was reported that the "bearings fell out" of the attachment device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was received and evaluated. Reliability engineering evaluated the device. A functional assessment was performed and the device failed the cutter insertion assessment test. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.